Manufacturer narrative:
The subject device has not been returned to omsc. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a routine surveillance culturing test on (B)(6) 2018 by the facility, the subject device tested positive for klebsiella pneumoniae(>100 cfu/100 ml) and pseudomonas aeruginosa(>100 cfu/100 ml). It was also reported that the suction channel of the subject device tested positive for pseudomonas aeruginosa (2 cfu/40 ml) during additional microbiological test by the facility on (B)(6) 2018. The additional test indicated no microbial growth for the other channels. The user facility had reprocessed the subject device using a non-olympus automated endoscope reprocessor (soluscope4) with peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). The subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the subject device tested positive for micrococcus (3cfu/100ml) and coagulase negative staphylococcus (2cfu/100ml). The test result was defined as alert level in (B)(4) guideline.